Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited high out of range shock impedance measurements. This device was also noted to have exhibited noise resulting in an inappropriate shock. There is indication that the electrode could be damaged, however this has not been confirmed. The device was then turned off until a test shock can be completed in clinic. Further evaluation is expected at the next follow up appointment. This system was subsequently explanted and replaced. This system is explanted to be returned for analysis. No additional adverse patient effects were reported. The product has been received for analysis. This report reflects the analysis results.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this electrode was thoroughly inspected and analyzed. Visual examination determined the fracture was located approximately 277mm and 327mm from the terminal pin, in the area distal to the sensing electrode. The insulation in this area also exhibited fracture damage through to the sensing cable and high voltage cable. Based on the analysis results, the fracture appears to be the result of fatigue at the fracture site. In december 2020, boston scientific issued an advisory notification regarding the potential for emblem s-ICD subcutaneous electrodes to exhibit a lead body fracture just distal to the proximal sense ring. This electrode is a part of the advisory population.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited high out of range shock impedance measurements. This device was also noted to have exhibited noise resulting in an inappropriate shock. There is indication that the electrode could be damaged, however this has not been confirmed. The device was then turned off until a test shock can be completed in clinic. Further evaluation is expected at the next follow up appointment. This system was subsequently explanted and replaced. This system is expected to be returned for analysis. No additional adverse patient effects were reported.